Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/23/2026 the patient went to bed and then later woke up experiencing vomiting and sweating. Upon checking his dexcom display device, it displayed a ¿start new sensor¿ message. The patient then realized that his sensor had completely come off. He performed a fingerstick test, which showed a blood glucose reading was approximately 350 mg/dl. His roommate assisted him in calling paramedics, who arrived shortly after. The paramedics performed a fingerstick test but were unable to recall the bgm reading value, and they transported him to the hospital. The patient would have experienced mild diabetic ketoacidosis. The patient was treated with intravenous insulin and antibiotics. The patient was discharged after 8 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.